Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer was experiencing calibration and change sensor errors with a sensor. The sensor was replaced and will be returned for analysis. It is not stated whether the customer had symptoms of low blood glucose. The customer was treated for the low blood glucose with juice and a treat. The customer declined troubleshooting. There was no indication that the insulin pump over delivered insulin. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.